Event description:
During the evaluation of the trilogy 100 ventilator at the manufacturer's service center, an error related to the device's internal battery was observed - error codes e-193 and e-290. There was no harm or injury reported. It was confirmed: the device power on and operate as intended. There was a secondary finding of: 4 missing feet (cosmetic). The internal battery and feet were replaced at no charge. Inlet air path assembly and removable air path foam were replaced per remediation. The software came in upgraded to the current version. The device passed all testing. Per customer request the device will be retuned with no additional repairs.